Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2013. During the trial, a peg fractured from the patella as it was pulled out. The fractured peg was removed. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date and lot number - unknown. Manufacture date ¿ unknown. The following sections could not be completed due to the part/lot information could be: category number - (B)(4). Lot number - unknown. Expiration date - unknown. Manufacture date ¿ unknown. Or the part/lot information could be: category number - (B)(4). Lot number - unknown. Expiration date - unknown. Manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.